Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the manual reboot step of the updating process, the pump would not turn on. During troubleshooting with tandem technical support, the customer unplugged the pump and plugged it back in; however, the pump did not turn on. The customer attempted to plug the pump into a functional wall charger; however, the pump still did not turn on. The contact reported a green flashing light from the button, but stated the pump would not turn on from pressing the button. There was no information provided regarding the customer's blood glucose level.